Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter (B)(4). Should the device or additional information become available, a follow-up medwatch will be submitted. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel failure was not confirmed by service. The quality engineer assigned failure code 812:02 too be the as determined problem. This condition was caused by a faulty pump head module (phm). The phm was replaced to fix the reported condition. Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of channel a failure. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.